Manufacturer narrative:
(B)(4). No RMA has been initiated for this issue at this time. Model, serial number/date code and age of product are all unknown. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. The dealer called stating that when the package for the non-folding device was opened she allegedly sustained a very small cut on her finger from peeling chrome. This non-folding device is for an unknown manual wheelchair. The product is being returned to invacare for an inspection and evaluation. A replacement product has been sent and received by the dealership. Minor injury but no medical intervention alleged.

Event description:
Dealer states "when they opened the package the chrome on the anti folding device was peeling and it cut her finger, a very small cut." (B)(4). Minor injury alleged